Event description:
Biomet orthopedics received very preliminary information regarding a prospective, cohort study conducted in zwolle, the netherlands. Verbal discussions with the reporting physician indicated that two (2) patients were reported to have been revised due to alval and thirteen (13) patients are remarkable for tomographic pseudotumor. Information contained in an abstract varies from the information received from the physician as the abstract references as many as seven (7) revision surgeries. Attempts have been made to obtain clarification and event details from the reporting physician, however, no further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Package insert includes the following possible adverse effects: "material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts. The clinical significance of this effect is uncertain, as similar changes may occur as a precursor to or during the healing process. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant. A low incidence of metal hypersensitivity has been reported with failed metal on metal implants. The clinical relevance of these findings is unclear, and it is not known whether metal hypersensitivity causes implant failure." "Wear and/or deformation of articulating surfaces." "Elevated metal ion levels have been reported with metal on metal articulating surfaces. Although mechanical testing demonstrates that metal on metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced in vivo throughout the service life of the implants remains undetermined. The long-term biological effects of the particulate and metal ions are unknown." Biomet is working to obtain further information from the physician regarding the events reported as part of the cohort study. In the event that additional information is provided, a follow-up report will be submitted to the FDA. This report filed december 23, 2010.